Event description:
The customer's mother stated the customer was hospitalized due to hyperglycemia. The customer's mother stated the customer was very ill and when he checked his blood glucose the reading was 400 mg/dl. Troubleshooting was performed and it was found that the customer had last changed his infusion set two days prior to the event. The customer's doctor advised that the infusion site be changed to rule out a possible site problem. The customer's doctor will also be switching the brand of insulin the customer is using. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best our knowledge.